Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the balloon did not shrink and difficult to remove the subject device from the papilla during a endoscopic lithotripsy procedure. After that, when the facility was operate the forceps elevator of a duodenoscope, the area about 10 cm from the distal end of the balloon tore, causing the balloon to deflate, and the subject device was removed from the patient's body. The intended procedure was completed with another device. The user facility states that the balloon was torn because the movement at that time cut the balloon on the forceps elevator, and the reason why the balloon did not contract is that the forceps elevator may have clogged the balloon's conduit during the procedure. On september 22th, 2021, the omsc received the following additional information from the distributor. - it was the tube that was torn. - no debris has fallen off. The subject device was returned to omsc for evaluation. Omsc confirmed the following event on september 3rd, 2021 - tube 1 and tube 2 were separated (tear of tube) on november 1st, 2021, the omsc received the following additional information from the distributor. - "tear of tube" is a break in the parts of tube 1 and tube 2. - it seems that the tube separated and was recovered in some way. However, detailed information has not been obtained. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the lot number was 9yk with supplementary information number of ¿21". - the tube 1 was detached from the tube 2. - the tube 1 was bent at 55 mm from the distal end. - no tears were observed at 10 cm from the valve of the tube. - the fixed part of the balloon including the x-ray opaque tip of the rear end was misaligned to the distal end. - the rear end of the fixed part of the balloon was misaligned and rolled up. However, no tears were observed. - deformation was observed near the bending area of the tube 1, and it indicates that the forceps elevator of the endoscope was possibly pressed against the tube. - upon air insufflation from air-feeding port, air discharge was confirmed from the distal end of the tube 2. No clogging was confirmed in the tube 2. - investigation was carried out by switching the tube from 1 to 2 to connect with the device to inspect air insufflation. Air leak was detected from the gap of the fixed part on the rear end of the balloon. These results confirmed that the tube 1 does not have tears. - investigating was carried out by bending the bent area of the tube 1. An attempt was made to insufflate air into the tube. However, the syringe¿s plunger was pushed back, and air could not be insufflated. The device history record for the lot indicated no anomaly with the event-related items below. -inspection (deflation of the balloon) based on the condition of the device and comments provided by the surgeon, a likely mechanism causing the reported event might be the following: the forceps elevator was raised too high during the calculus lithotomy procedure, or a bending force was applied to the tube 1 which was extended from the endoscope. The tube 1 was bent. This caused the air passage for inflation/deflation of the balloon to block. Since the air passage for inflation/deflation of the balloon was blocked, the balloon could not be deflated. A force beyond resistance was applied to the tube when the balloon was moved back and forth in order to withdraw and deflate the balloon. This caused the tube 1 to detach from the tube 2, and misalignment of the fixed part of the rear end of the balloon occurred. Misalignment of the fixed part of the balloon on the rear end caused air to leak from the gap between the tube and misaligned fixed part. This caused the balloon to deflate. The above device handling has warned in the instruction manual.